Event description:
We have had multiple bags that were not sealed and would leak while in use. I have contacted baxter by phone and email multiple times but no one has gotten back to me regarding any of our disposable failures. Ref report: mw5167374.